Manufacturer narrative:
As of today, the patients declaration of consent is not available. Therefore, the device itself could not be investigated and no conclusion could be drawn regarding the root cause of the clinical observation. The quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Should the patients declaration of consent become available, this report will be updated.

Event description:
It was reported that the pacing impedance was out of range (above 3000 ohm) and the device was explanted 2 days after the implant. No adverse patient events were reported. Should additional information be received, this file will be updated.